Event description:
The attending surgeon advised that he performed a total knee surgical procedure in 2004. The pt returned in 02/2004 with a palpable defect in capsular repair with subluxation of the patella. Pt was returned to surgery the next day at which time the surgeon reported finding the knots from the original procedure had slipped/untied. Attending surgeon resutured the site with another suture product.